Event description:
A customer reported experiencing a cgm error 42 with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete information for resetting the pump and assisted them through the process. After the reset, the pump no longer displayed the cgm error code, and the customer was able to successfully start their sensor session.